Event description:
The customer reported that during a sleeve gastrectomy, they got an end tone, indicating a completed seal cycle, but there was bleeding. They opened a new device to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. (B)(4).